Event description:
The customer reported that there was no audio from the gantry. Philips service confirmed that there was no harm to a pt or operator. Philips service determined that the pt intercom was not functional between the gantry and the CT console because the cable to the gantry microphone/speaker was disconnected. The cable was plugged in to restore the pt communication. There was no report of harm to pt or operator.

Manufacturer narrative:
We will file a f/u MDR at the completion of the investigation. (B)(4).